Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's wife called and reported loss of confidence in the system and the readings the pdm was providing. The customer alleged that pdm was not providing consistent numbers. The customer reported pdm provided a reading of 400+ mg/dl and patient bolused according to the pdm reading. The patient's wife reported that too much insulin was given as result of meter reading because the morning following bolus, patient was unresponsive. The patient's wife gave him a glucose shot and he regained consciousness.